Event description:
It was reported that the patient was seen in the emergency room due to dizziness. The ventricular lead exhibited high impedance, a sensing anomaly, and loss of capture. The lead was capped and replaced on (B)(6) 2014. The patient was in good condition following the event.